Event description:
In this event it was reported that a surgiguide could not be used for implant placement as planned and the treatment was aborted. During surgery it turned out that the quantity of residual peri-implant bone was not sufficient.

Manufacturer narrative:
Therefore, because surgery could not be completed, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.